Manufacturer narrative:
Clarification was provided that no erroneous data was released outside of the laboratory. The customer performed precision testing. The results indicated a possible issue with the ultrasonic mixers. A field engineering specialist adjusted the mixers, replaced the heat cut filters, and cleaned the flow paths for the wash stations. He performed a decontamination following which a temperature issue arose. He troubleshot the issue, rinsed the instrument of the decontamination solution, and released the instrument back to the customer. The investigation is currently ongoing.

Manufacturer narrative:
(B)(4). The event occurred in (B)(6).

Event description:
The customer complained of questionable results for multiple patients that had multiple tests performed on a cobas 8000 c (701) module. Of the data provided, 2 patients had a reportable malfunction for crpl3 c-reactive protein gen.3 and 1 patient had a reportable malfunction for crej2 creatinine jaffé gen.2. Patient 1 had an initial crpl3 result of 207 mg/l with a data flag and a repeat result of 116 mg/l. On another analyzer, patient 1 had a crpl3 result of 246 mg/l with a data flag and a repeat result of 210 mg/l. Patient 2 initial crpl3 result was 4 mg/l with a repeat result of 27 mg/l. Patient 3 initial crej2 result was -24 mmol/l with a repeat result of 234 mmol/l. It was unknown if the erroneous data was released outside of the laboratory. There was no allegation of an adverse event. The crpl3 reagent lot was 319399 with an expiration date that was not provided. The crej2 reagent lot was 314035 with an expiration date that was not provided. The customer replaced a sample probe and the halogen lamp. Th customer noticed that the cell blank nozzle from a rinse station was constantly dripping and creating bubbles. A field engineering specialist replaced all the tubing from the rinse station that was having the dripping issue. The detergent and acid supply lines had all of their tubing replaced. Detergent levels were adjusted. A cell blank was performed and there was no leakage visible. Calibration and qc testing was performed with acceptable results. Precision testing was performed and the customer was satisfied with the results.

Manufacturer narrative:
The customer has discontinued use of the affected instrument. The investigation could not determine a definitive root cause.